Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, when the fio2 set to 100%, the display showed a value of 94%. There was no medical intervention or adverse pt effects reported.